Event description:
It was reported to manufacturer by the patient's neurologist, that when the patient's vns demipulse generator was interrogated at a routine follow up appointment, and upon interrogation, the physician noted that the device was found to be programmed off to 0ma output current, which was not the intended output setting. The physician indicated that the last time the patient was seen, which was 2 months prior, the settings had been programmed to output current = 2ma, on time = 60 sec, and off time 1.8mins). The physician opted to re-program the device back on to lower settings, which were not provided. Good faith attempts to obtain additional information from the site are currently underway.